Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 05/2022).

Event description:
It was reported that during a brachytherapy procedure, the seeds allegedly could not be discharged from the loader. There was no reported patient injury.

Event description:
It was reported that during a brachytherapy procedure, the sourcelinks allegedly could not be discharged from the loader. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history record review was performed for the reported lot number and this lot met all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: one quicklink cartridge filled with 9 seed to seed links was returned from the customer for evaluation. The links in the cartridge were in great shape. The cartridge with the 9 links was placed into a quicklink loader and was able to dispense all of the links on the first attempt without any issues. After dispensing the links, the cartridge was inspected and nothing unusual was noted. The cartridge gate closure worked as expected, no spring protrusion on the backside of the cartridge and the plunger traveled appropriately. The investigation is unconfirmed for reported issue, and the root cause is undetermined. Labeling review: labeling was reviewed and found to be adequate. There is a caution statement, which states "in the event the quicklink loader or cartridges become inoperable due to damage or malfunction, any or all components may be removed from the cartridges and implanted manually." H10: d4 (expiry date: 05/2022). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.